Event description:
Device 2 of 2. Reference MFR/ report: 1627487-2012-03424.

Manufacturer narrative:
This charger model was associated a field correction. MFR's eval: corrective and preventive action (CAPA) investigation was performed. Result: pocket heating confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating.